Manufacturer narrative:
Additional information: d4, h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. Only 200ml of medication was infused instead of 500ml after 1 hour. The pump had switched over to primary setting instead of secondary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.